Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer stated that blood glucose level was impacted, as the customer did not feel well; however the exact blood glucose level was not reported. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.